Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic roux-en-y, the device failed to staple together the small bowel and the small pouch in the stomach that the doctor created. It cut through the tissue causing the surgeon to make the pouch smaller in order to use the stapler again. They used a new device to complete the case.